Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated that two days after insertion there was a painful red bump around the sensor wire insertion site. On (B)(6) 2018 the patient¿s father asked their doctor about the reaction and the doctor advised they use a topical cream on the site. The affected area was then treated with mupirocin, previously prescribed for an issue unrelated to dexcom. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.